Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specifications due to high readings. Unable to confirm adhesive anomaly due to the sensor having been returned opened/used.

Event description:
It was reported that the insulin pump alarmed sensor error. The blood glucose reading was 280 mg/dl, which was treated with a bolus. The customer stated that he had been moving around and was bent over to cut his toenails when the alert occurred. He stated that the sensor cannula was found to be folded to one side and not in his skin. Advised that the sensor may not have been working, or was dislodged, bent, retracted or damaged. The customer also noted that he always experienced high blood glucose levels after changing the infusion set. The most recent blood glucose reading was 179 mg/dl. He declined further help with putting another sensor in. He stated that he would wait until morning and would call back if necessary. Nothing further reported.